Event description:
It was reported that the health care professional (hcp) requested a review of the presenting electrogram (egm) for the patient with this cardiac resynchronization therapy pacemaker (crt-p) system. Technical services (ts) provided a review of the presenting electrogram (egm) and noted possible loss of left ventricular (lv) lead capture. Ts recommended further in clinic evaluation to assess lv threshold and consider reprogramming output with an appropriate safety margin. This crtp system remains in service. No adverse patient effects were reported.